Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint on interface board. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keys have failed and the buttons are not responsive. Customer indicated that their blood glucose was normal. No further information was given.